Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose for several hours after breakfast followed by a subsequent low, attributing the event to variable insulin delivery during learning periods of the ilet system. Symptoms included hyperglycemia with prolonged high glucose and subsequent hypoglycemia. Outcomes included temporary impairment and required self-management to address the glucose excursions. Investigation included a review of device use history, complaint evaluation, and assessment for dosing performance and control algorithm behavior. Investigation of this case revealed no device malfunction could be confirmed and that user-reported glucose excursions were consistent with therapy-related variability. It was concluded that the cause of the hyperglycemia and subsequent hypoglycemia was unclear and could not be linked to a confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.